Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The customer's calibration and qc were acceptable. No general reagent issue was observed. The maintenance trace indicates that daily maintenance may not be performed daily. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable low ferritin elecsys e2g result for 1 patient sample on a cobas e801 module. The initial result was 3.46 ng/ml. The result was reported to the patient. The doctor indicated the result did not coincide with the patient's clinical condition, so the sample was repeated. The repeated result was 619 ng/ml. Another sample from the patient was tested and the result was 633 ng/ml which confirmed the high result. The reagent lot number is 49034902 with an expiration date of 30-nov-2021.